Event description:
It was reported the patient is feeling discomfort/tingling (described by the patient as almost a heating sensation) when stimulation is increased. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 (reference MFR. Report#: 1627487-2019-00827).